Event description:
It was reported prior to cardiomems sensor implant, right heart catheterization was performed on (B)(6) 2019. During right heart catheterization, minor perforation of the pulmonary artery occurred, resulting in hemoptysis. Perforation self-healed and issue resolved.